Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, diffusely diseased left anterior descending (lad) artery after predilatation a 2.25 x 28 mm non-abbott stent was attempted but did not cross the lesion and was removed. A 2.25 x 16 mm non-abbott stent was deployed and a distal dissection was noted. A 2.0 x 12 mm mini vision stent delivery system (sds) was advanced in the anatomy but could not cross the lesion and was removed without incident. Additional balloon dilatation of the vessel was performed and prior to re-inserting the 2.0 x 12 mm mini vision it was noted that the stent had dislodged and was not on the balloon. A search of the area revealed the stent implant had dislodged and was on the gauze on the patient's drape outside the anatomy. No additional attempts to treat the lesion were performed and the procedure was abandoned. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: grandslam; guide cath: 3.5 xb. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) stated that an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Further, stent handling precautions states that special care must be taken not to handle or in any way disrupt the stent on the balloon. This is most important during catheter removal from packaging, placement over guide wire and advancement through rotating hemostatic valve adapter and guiding catheter hub. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.